Manufacturer narrative:
Reader (B)(6) was returned and investigated with retained test strips. Performed visual inspection on the returned reader and observed contamination to the usb (universal serial bus) port. The reader did not power on with a button, strip, or usb cable insertion. The contaminated usb port prevented the customer from charging the reader which led to the customer observing a blank screen when the battery died. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer had initially reported the adc freestyle libre reader not powering on with button press or test strip insertion. On (B)(6) 2021, customer reported that due to a delivery issue involving the replacement product, she was unable to test and therefore experienced hypoglycemia. A lab reading of 46 mg/dl was obtained and customer was treated with "insulin" by hcp for the diagnosis of hypoglycemia. It should be noted that treatment of insulin is not consistent with diagnosis and reading provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer had initially reported the adc freestyle libre reader not powering on with button press or test strip insertion. On (B)(6) 2021, customer reported that due to a delivery issue involving the replacement product, she was unable to test and therefore experienced hypoglycemia. A lab reading of 46 mg/dl was obtained and customer was treated with "insulin" by hcp for the diagnosis of hypoglycemia. It should be noted that treatment of insulin is not consistent with diagnosis and reading provided. There was no report of death or permanent impairment associated with this event.